Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced a crimped cannula event on (B)(6) 2024 the issue occurred with one infusion set used for four hours and the site was patient's abdomen. No further information was available.

Manufacturer narrative:
H11: since no lot number is available. A detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the on market quality review (omqr) procedure.